Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported several issues with the insulin pump. Customer's blood glucose level was 7.5 mmol/l. Customer received a motor error alarm, excessive no delivery alarm, failed battery test alarm, off no power anomaly and battery out limit alarm. Customer advised that their insulin pump has died and that the display is blank. Troubleshooting for blank display was performed. Customer advised after troubleshooting that the display returned. Troubleshooting for motor error alarm was performed. Customer advised they received several motor error alarms along with other alarms in the last 30 days. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored for 5 hours with multiple basal rates. The insulin pump functioned properly and no blank display or display anomaly was noted. The insulin pump functioned properly during the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No motor error alarm or excessive no delivery alarm was noted. The motor was tested outside of the device and passed. All operating currents were within specification and no unexpected low battery, failed battery test battery out limit, or off no power alarms were noted. No damage was noted inside of the insulin pump. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.